Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer that was leaking blood from the header cap of the dialyzer at the beginning of the patient's hemodialysis (hd) treatment. The leak was confirmed to be external. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual evaluation of the sample, blood residue was noted within the cavity ID end threads as well as around the o-ring. Excess potting material was visually identified between the header cap threading and the screw flange. Additionally, a trail of polyurethane (pu) was visually noted and appeared to have leaked down the bell housing's external surface. The sample was subjected to an external leak test. A leak was identified emanating from beneath the header on the cavity ID end of the dialyzer at 4.0 psi. The leak positively corresponded with the location of the excess potting material previously identified during the gross visual evaluation. Destructive disassembly was then for further analysis of the identified leak path and source thereof. The sonically welded screw flange was removed and a hardened bolus of pu was observed between the screw flange and the dialyzer housing threads thereby creating the external leak path reported by the customer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
Although it was stated that the dialyzer was available to be returned, to date the sample has not been returned to the manufacturer for physical evaluation. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.